Manufacturer narrative:
(B)(4)

Event description:
Embolization of an anterior communicating branch with proximal vessel closure of left pericallosal artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, the marathon catheter ruptured at approximately 7cm from the distal tip. No patient injury was reported as a result of the procedure.same event as MDR# 2029214-2014-00387.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).